Event description:
It was reported the pt experienced a stroke in 2009. Several days later, the pt was to have a CT scan and experienced a loss of therapeutic effect with "staring into space with hardly a response". The pt was admitted to the hosp. It was unk if the device was on or off. It was requested the manufacturer's rep check the pt's system while in the hosp. No further outcome was reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available. Please see MFR. Report #3004209178200901502.